Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested, but was declined from the reporter. (B)(4).

Event description:
A surgeon reported that ophthalmic gas would not deliver through the regulator valve during surgery alternatively resulting in air bubble instillation into the patient's eye. There was no harm to the patient. Additional information was requested, but was declined due to no patient harm.